Event description:
Unit was applied to patient to provide CPR. After approximately one hour of use, it was reported that compression became faster and deeper. The unit was removed from the patient and manual CPR was continued. Customer reported that a death or serious injury did not occur during this incident.